Event description:
Pt reports she was treated for an eye infection and was given medication to take every 3 hours. She was also having headaches and has a white dot on her eye. She could not work for a week. Follow up with the ecp has been made with no reply to date. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method code: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medical device and the incident. Conclusions code: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the info.